Event description:
A nurse was administering chemotherapy to a patient from a 250 ml bag hung above the 1 liter primary bag through a solution set. An infusion pump was used to pump the solution into the patient. During administration, the nurse noticed that - contrary to her expectations - the chemo drug could be seen flowing back toward the primary bag. The in-line check valve apparently was not completely effective at preventing back-flow into the line leading to the primary bag. This could lead to the unintentional dilution of the chemotherapy drug into the primary bag and the patient not getting a full dose. Upon investigation by the nurse manager, this was reported to be a common problem but may have been observable only when a distinctively colored solution was being infused.